Event description:
A report was received that the patient's precision system was explanted due to an infection at the pocket site. The physician believed the infection was due to the original implant procedure. The patient was placed on oral antibiotics and was reportedly doing well following the procedure.